Event description:
A distributor in india has reported via a fisher & paykel healthcare (f&p) field representative that the rd900aeu neopuff infant resuscitator leaks at around max pressure relief knob. The healthcare facility further reported that the leak was identified before use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) office in india where it was inspected. Our investigation is based on the information provided by the f&p office, information / videography provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of provided videography confirms that the air coming out from the maximum pressure relief valve. A review of inspection findings confirms that no fault could be found with the subject device. Conclusion: no fault could be found with the returned device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A distributor in india has reported via a fisher & paykel healthcare (f&p) field representative that the rd900aeu neopuff infant resuscitator leaks at around max pressure relief knob. The healthcare facility further reported that the leak was identified before use on a patient.